Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of field service representative onsite visit: a vyaire field service representative (fsr) evaluated the device onsite. The fsr replaced the user interface module (uim, installed the preventative maintenance (pm) kit and replaced the battery. The field service representative calibrated the transducers and verified the volumes blender and pressures. The fsr performed the operational verification procedure and completed the pm checklist. The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was duplicated. The reported problem was isolated to a component failure, specifically the backlight inverter board cable assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator had no display on boot-up, initially there was a backlight. Additionally there was a "no breath delivery" alarm. The customer stated they did hear the blender move. The customer advised there was no patient involvement associated with this event.